Event description:
The customer reported obtaining erratic patient results for ion selective electrode (ise) sodium (na), potassium (k) and chloride (cl) due to erratic anion gap values on their au680 clinical chemistry analyzer. The customer repeated the patient samples on the same au and another au analyzer with normal results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four (4) patients.

Manufacturer narrative:
The beckman field service engineer (fse) evaluated the au680 clinical chemistry analyzer and observed the reference block was damaged. The fse replaced the reference block to resolve the issue. The fse also replaced additional parts which include k electrode, buffer dispenser, syringe dispenser, the wash syringe unit, and the mix motor. The fse performance calibration and quality control, which all passed. The fse verified the analyzer resumed normal operation. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest a hardware malfunction was the cause of this event. Section a2, a4, and a5: information not provided by customer. Beckman coulter internal identifier is (B)(6).